Manufacturer narrative:
The patient's light adjustable lens (lal, sn (B)(6), +18.0d) was implanted on (B)(6) 2024. On (B)(6) 2024, 15 days after implant, the lens was explanted due to a refractive surprise. The manifest refraction was reported as +2.75 -1.00 x071. The lal was replaced by another lal (sn (B)(6) +21.0d). The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +18.0d) was explanted due to refractive surprise and a new lal (sn (B)(6), +21.0d) implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2024.